Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic

Event description:
The customer reported via phone call that the infusion set's kept having bent cannulas. Customer's blood glucose level went up to 595 mg/dl. The customer corrected his blood glucose level with an injection. The customer also had issues with the tape not adhering. The device was not returned.